Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nocturnal hypoglycemia, waking with a blood glucose of 42 mg/dl after going to bed at 120 mg/dl, with sweating noted, and self-treated with oral glucose tablets without third-party assistance or adverse events. Symptoms included sweating and low blood glucose. Outcomes included recovery with self-treatment and no hospitalization. Investigation included troubleshooting and education with the care team and review of device data reports. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that this was a hypoglycemic event of unclear cause, resolved with oral glucose and without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.